Event description:
Additional information was received that he patient had a generator and lead replacement. Product return attempts have been unsuccessful to date. X-rays were received by the manufacturer. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead however the presence of a microfracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The connector pin is fully inserted as the end can be visualized passed the connector block.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. The patient had their output current and magnet current set to 0 ma. The patient had a bad fall the month prior to the high impedance in which he fractured his elbow. The patient was referred for x-rays but it is unknown if that have been taken or will be sent to the manufacturer for review. The patient was referred for surgery. Surgery is likely but has not occurred to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: the initial manufacturer report incorrectly reported the date of the event as (B)(6) 2013 instead of (B)(6) 2012.

Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis was completed on the lead but has not been completed on the generator. Note that the (-) green electrode was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The abraded opening and slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the slice mark observed on one of the inner silicone tubes. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device . Note that since the (-) green electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received that product analysis was completed on the generator. The battery voltage measured 3.080 volts, (not at ifi). The data in the diagaccumconsumed memory locations revealed that 54.002% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. The generator was opened to gain access to the pcb so that the battery voltage measurement could be verified.